Event description:
Addendum per additional information provided: on (B)(6) 2015 - patient was diagnosed with supraumbilical abdominal hernia thereby underwent open repair with the implant of ventralex st (device #1). Per operative notes, ¿the hernia sac containing preperitoneal fat due to obesity was excised. The umbilicus had a small hernia that was connected to other hernia above umbilicus, making this a ventral hernia repair. A ventralex st was then placed as an underlay patch under the fascia with some omentum behind the mesh and sutured through the marlex side of the mesh.¿ on (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with removal of ventralex st (device #1) and implant of phasix mesh (device #2). Per operative notes, ¿lysis of some adhesions off the old mesh (device #1) was performed and excised the mesh completely. The hernia defect was identified and did a component separation. A phasix mesh (device #2) was then trimmed, placed in the retrorectus space and sutured.¿ on (B)(6) 2016 - patient underwent incision and drainage of abdominal wall abscess. Per operative notes, ¿some sutures were removed in the subcutaneous and the abscess pocket was entered. The wound was copiously irrigated. The abdominal wall was intact and no mesh was palpated.¿ attorney alleges that the patient had abscess, adhesions, bowel obstruction, hernia recurrence, infection and emotional injuries. It is also alleged that the patient underwent additional surgery to remove the mesh and repair the hernia and to treat for infection. Also had permanent and severe scarring and disfigurement.

Manufacturer narrative:
Based on the additional information received, no conclusions can be made. Per medical records review, about 3 weeks post implant of phasix mesh, patient underwent drainage of abdominal wall abscess. This emdr represents the phasix mesh (device #2). An additional supplemental emdr was submitted to represent the ventralex st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.